Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level ranged from 108-109 mg/dl. Customer changed pump supplies to address occlusion. No issues were identified with the cartridge or infusion set.